Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: conduction disturbances, such as rbbb and chb are known potential adverse effects per the device IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the limited information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, right bundle branch block (rbbb) was noted. Five days following the valve implant, complete heart block (chb) was noted and the following day a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that five days following the valve implant, along with the chb multiple episodes of transient syncope were noted. A heart monitor was utilized and showed multiple episodes of asystole. Following the placement of the permanent pacemaker six day following the implant of the valve, the event resolved. If information is provided in the future, a supplemental report will be issued.